Event description:
Varian received a report that was published in a trinidad newspaper involving the ministry of health and clinac linear accelerator. The report alleges that the "centre's linear accelerator was, over a period of months, possibly administering up to 20 percent more radiation than was necessary to clients being treated for cancer." In addition, it was reported, "that one of the instruments used, an electrometer, was found to be possibly faulty." No pt data has been submitted to varian identifying pt misadministration.

Manufacturer narrative:
Though still under investigation, varian has determined that a MDR is appropriate, as this event, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.